Manufacturer narrative:
(B)(4).

Event description:
This 12 mm amplatzer septal occluder (aso) was successfully implanted on (B)(6) 2015. The following day, the aso was found to have embolized to the aortic arch. The aso was percutaneously removed with a snare and an 18 mm aso was implanted with a very good result. The patient was reported to be stable post-procedure.

Manufacturer narrative:
No consequences or impact to patient. Unintended movement. The results of this investigation confirmed the amplatzer septal occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown. A larger 18 mm amplatzer septal occluder was implanted.